Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700064 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to load an applier with a clip, the clip got broken during laparoscopic cholecystectomy. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with half of a clip remaining in it. The other half of the clip was returned loose. The clip cartridge and loose clip were visually examined with and without magnification. Visual examination revealed that the remaining clip was broken in half at the hinge. R & d was consulted and the damage to the clip appears to have been caused by improper loading of the clip or as a result of damaged appliers. The returned clip appears used as there is biological material present on the clip. The appliers were not returned. Reference files (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." It also states, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge other remarks: slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip." The reported complaint of "clip broke during loading" was confirmed based upon the sample received. One cartridge was returned with half of a clip remaining in it. The other half of the clip was returned loose. The clip was broken in half at the hinge. According to r & d, this damage is consistent with improper loading of the clip or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.

Event description:
It was reported that when the user tried to load an applier with a clip, the clip got broken during laparoscopic cholecystectomy. No clips fell in the patient.